Manufacturer narrative:
(B)(4).

Event description:
The customer contacted philips healthcare to report that the units boot sequence is longer than usual intermittently. There is no indication of patient involvement.